Manufacturer narrative:
On 9/19/96, clinical report forms were received from the injecting physician with the following comment: "in talking with this patient, it does not seem that this was in any way collagen related."

Event description:
A pt was treated on 6/27/96 in the vermilion borders. On the approx 7/9/96, she developed diarrhea, vomiting, fever, and dehydration while diagnosed with a gastrointestinal infection, kidney failure, and decreased platelets. Intravenous medication was prescribed: type unknown. The treatment sites remained asymptomatic. The pt believed that the symtpons were possibly related to collagen. She did not consult the injecting physician regarding the alleged symptoms.